Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 4 days after the dental implant was installed in intraoral region #4 it was verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii and bone graft was executed.